Event description:
Hcp report the device. The patient complained of "significant volume discrepancies at last two refills. Patient not receiving adequate symptom relief - no other side effects. Patient reported a roller study was scheduled. A follow up report will be sent when additional information is received.